Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 487 at time of emergency room visit. Customer's white blood cell count was very high. Customer reported the insulin pump suspended itself when the customer was sleeping, threshold suspend was triggered. Customer was wearing the device at the time of emergency room visit. Customer was treated with an insulin drip at the emergency room. Customer wanted to speak to a sensor trained technician. Customer will not be returning the device for analysis.